Event description:
(B)(4). It was reported post a percutaneous coronary intervention procedure, in-stent restenosis occurred. Nn (B)(6) 2009 the patient had qualifying conditions of silent ischemia and was referred for cardiac catheterization. The 95% stenosed and 12mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 2.6mm. The target lesion was treated with pre-dilation and placement of a 2.5x20mm promus element study stent, resulting in 0% residual stenosis following post dilation. The patient was discharged the following day on aspirin and clopidogrel. In (B)(6) 2012, the 75% in-stent restenosis of the previously placed study stent located in mid lad was treated with placement of 3.0 x 12 mm promus stent. In (B)(6) 2013, the patient experienced unstable angina. The 50% in stent restenosis noted in mid left anterior descending artery and 80% stenosis noted in 2nd diagonal artery was treated with coronary artery bypass grafting from left internal mammary artery to left anterior descending artery and the saphenous vein graft to diagonal artery. Four days later the event resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).